Manufacturer narrative:
Multiple sections of this report have been left blank due to the limited information provided in medwatch report mw5103307. Additionally, no product was returned; therefore, no physical analysis of the device can be performed. The batch number is unknown; therefore the manufacturing batch records for the complaint device cannot be reviewed. A review of the manufacturing processes indicates the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As indicated in the device instructions for use, warnings: ·do not manipulate or withdraw the zipwire hydrophilic guide wire through a metal entry needle or metal dilator. Manipulation and/or withdrawal through a metal entry needle or metal dilator may result in destruction and or separation of the outer polyurethane coating, requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement. ·to prevent possible tissue damage, care should be taken when manipulating a device over a zipwire hydrophilic guide wire during the device's placement or withdrawal. If resistance is felt during device placement, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, remove the zipwire hydrophilic guide wire and device as a unit to prevent possible damage and/or complications. ·if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the zipwire¿ hydrophilic guide wire and/or catheter and determine the cause under fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter or damage to the vessel." At this time, it is not possible to assign a definitive root cause for the event as reported. If there is any further relevant information provided, a follow up report will be submitted.

Event description:
Per medwatch report mw5103307, it was reported that: at the end of a case, a femoral angio was taken and a wire fragment was noted to be retained in the patient. The wire fragment was retrieved intact. Boston scientific gwire, zip 0.035 180cm angl., part#744003.